Event description:
A customer contacted beckman coulter inc. (Bec) stating that wash solution was overflowing from the sample probe wash station in the immage 800 immunochemistry system. No errors were generated by the instrument during the leaking. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced a "clogged" filter in the probe rinse well vacuum line. The fse verified repairs by priming several times and manually activating probe rinse. (B)(4).